Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the catheter was returned for evaluation. During physical investigation it was a helix break noted at 1.5 cm from the tip of the catheter. No further physical damages were observed. Through, the investigation is confirmed for the reported helix break. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly broke off inside the right iliac artery. It was further reported that the tip of the catheter was able to be retrieved using endovascular fishing technique. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported, that during a recanalization procedure. The tip of the catheter allegedly broke off inside the right iliac artery. It was further reported, that the tip of the catheter was able to be retrieved using endovascular fishing technique. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3), and manufacturing location (g1) for the straub product was selected as unknown, due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.